Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify the statement: there was a use issue that led to device abandonment they replied they could not get the device to work without causing pain in the scrotum, most likely caused by use error. No other steps were taken to try to resolve this issue before planning removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had turned stimulation off years ago. They now needed an MRI of their head and the technician wanted proof the device was off. The caller stated when they tried to connect to the ins, they saw the poor communication screen. The possibility of a depleted ins was reviewed. The patient was redirected to their healthcare provider to further address the issue and discuss MRI options. There were no patient symptoms or further complications reported at this time. Additional information was received from the patient. When asked to clarify the statement they had turned stimulation off years ago, they replied there was a use issue. The device was abandoned. Device removal or replacement was planned, but a date of surgery was not set at the time of the report. It was not an elective surgery. The cause of the poor communication was not determined. The patient was "unable to use and did not solve the problem." When asked what steps were or will be taken to try to resolve the issue, they responded there would be removal of the stimulator in the near future. The issue was not yet resolved.